Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose of 37mg/dl. The customer stated that she has been diagnosed with gastroparesis, and she does not eat often because she constantly throws up her food. The customer kept throwing up and the paramedics were called. The blood glucose at time of their arrival was 17mg/dl. The customer's blood glucose was treated, and it went up to 124mg/dl. The customer stated that she is dealing with some insurance problems, and she is very frustrated, which is causing her blood glucose to drop. No further information was provided.